Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patients ipg had difficulty communicating with the remote control and was nonfunctional after a non-device related surgery wherein an electrocautery was used. The physician believed that the ipg was fried during the non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.